Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test:no". The patient's medical history included endometriosis, depression, anxiety and hypothyroidism. Family history included hypertension and heart disease, unspecified. Concomitant products included butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2012 to 2013, ibuprofen since (B)(6) 2012, levothyroxine sodium (synthroid) from (B)(6) 2016 to (B)(6) 2019 and venlafaxine hydrochloride (effexor) from 2006 to 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and urinary incontinence ("bladder or urinary problems or changes/ bladder or urinary problems or changes: leakage and incontinence"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), cystitis ("bladder infect"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), headache ("headaches"), endometriosis ("endometriosis"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (partial),other). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, metrorrhagia, dyspareunia, abdominal pain, menorrhagia, cystitis, vaginal haemorrhage and female sexual dysfunction had resolved and the weight increased, psychological trauma, fatigue, alopecia, mood swings, headache, migraine, uterine leiomyoma, endometriosis, vaginal discharge, gastrooesophageal reflux disease, urinary incontinence, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, psychological trauma, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, bladder probs.,urinary probs.,bladder infect she received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet received. Reporter, patient demographics, medical history, family history and concomitant drugs were added. Added events abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migraines / headaches, reproductive system disorder or condition type of disorder or condition: fibroids, endometriosis, vaginal discharge, gastrointestinal or digestive system condition type: acid reflux, lower back pain, lower abdominal pain. Updated hormonal changes/ hormonal changes describe: mood swings, bladder or urinary problems or changes/ bladder or urinary problems or changes: leakage and incontinence (previously reported as bladder or urinary problems or changes). Updated evets reported term, onset dates. Event genital haemorrhage updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ pain'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test:no". The patient's medical history included endometriosis, depression, anxiety and hypothyroidism. Concurrent conditions included cervicitis, adenomyosis and paratubal cyst. Family history included hypertension and heart disease, unspecified. Concomitant products included butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2012 to 2013, ibuprofen since (B)(6) 2012, levothyroxine sodium (synthroid) from (B)(6) 2016 to (B)(6) 2019 and venlafaxine hydrochloride (effexor) from 2006 to 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and urinary incontinence ("bladder or urinary problems or changes/ bladder or urinary problems or changes: leakage and incontinence"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), cystitis ("bladder infect"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), headache ("headaches"), endometriosis ("endometriosis"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, intermenstrual bleeding, dyspareunia, abdominal pain, cystitis and female sexual dysfunction had resolved and the weight increased, psychological trauma, fatigue, alopecia, mood swings, headache, migraine, uterine leiomyoma, endometriosis, vaginal discharge, gastrooesophageal reflux disease, urinary incontinence, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, mood swings, pelvic pain, psychological trauma, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, bladder probs.,urinary probs.,bladder infect she received treatment for psych injury: no date(s) of insertion: (B)(6) 2012 (discrepancy noted as per pif) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ pain'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included endometriosis, depression, anxiety and hypothyroidism. Concurrent conditions included cervicitis, adenomyosis and paratubal cyst. Family history included hypertension and heart disease, unspecified. Concomitant products included butalbital; caffeine; paracetamol (fioricet) since on (B)(6) 2012, hydrocodone bitartrate; paracetamol (vicodin) since on (B)(6) 2012 to 2013, ibuprofen since on (B)(6) 2012, levothyroxine sodium (synthroid) from on (B)(6) 2016 to on (B)(6) 2019 and venlafaxine hydrochloride (effexor) from 2006 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and urinary incontinence ("bladder or urinary problems or changes/ bladder or urinary problems or changes: leakage and incontinence"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), cystitis ("bladder infect"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), headache ("headaches"), endometriosis ("endometriosis"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, intermenstrual bleeding, dyspareunia, abdominal pain, heavy menstrual bleeding, cystitis, vaginal haemorrhage and female sexual dysfunction had resolved and the weight increased, psychological trauma, fatigue, alopecia, mood swings, headache, migraine, uterine leiomyoma, endometriosis, vaginal discharge, gastrooesophageal reflux disease, urinary incontinence, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, mood swings, pelvic pain, psychological trauma, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, bladder probs., urinary probs., bladder infect. She received treatment for psych injury: no. Date(s) of insertion: on (B)(6) 2012 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: medical record received. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), fatigue ("fatigue,"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial),other). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, metrorrhagia, dyspareunia, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder and cystitis had resolved and the weight increased, psychological trauma, fatigue, alopecia, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, bladder probs., urinary probs., bladder infect she received treatment for psych injury: no. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury was replaced with bladder probs.,urinary probs.,bladder infect, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnorm. Bleed, psych injury, fatigue, hair loss, hormonal changes, headaches, weight gain, essure confirmation test:no added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.